Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the lead due to persistent manipulation of the surgical site. The patient's skin did not heal well; therefore, the physician attempted to revise the wounds and eventually decided it was best to remove the device. The patient had a pre-existing diagnosis of dementia prior to surgery. Postoperatively, there has been a noticeable decline in cognitive function. It remains uncertain whether this progression is related to the surgical procedure, anesthesia, or the natural progression of the condition. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.